Event description:
A medtronic representative reported that, while in a cranial procedure, a microscope injection was alleged to be inaccurate by approximately 6mm. The surgeon was accurate with other instrumentation and opted to continue the surgery without the pentero scope for navigation. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. On (b(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. Navigation system performed as intended. Software investigation completed. Findings are that the microscope bracket has visible damage. Software is functioning as designed.